Manufacturer narrative:
Citation: takahashi m et al. Impact of pacemaker mode in patients with atrioventricular conduction disturbance after trans-catheter aortic valve implantation. Catheter cardiovasc interv. 2018 dec 1;92(7):1380-1386. Doi: 10.1002/ccd.27594. Epub 2018 mar 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of pacemaker mode programming on clinical outcomes in patients with high-degree atrioventricular conduction disturbance following transcatheter aortic valve implantation (tavi). All data were collected from four centers between january 2010 and december 2014. The study population included 91 patients (predominantly male; mean age 84 years), 66 of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, all-cause death was discussed. Based on the limited available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: permanent pacemaker implantation post-tavi (due to persistent high-degree/third-degree atrioventricular block, transitory high-degree atrioventricular block, or sick sinus syndrome), valve mismatch (patient-prosthesis mismatch), and decreased left ventricular ejection fraction post-tavi. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.